Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 556853 implantable pacing lead, implanted: (B)(6) 2008; product ID 383069 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was in an atrial arrhythmia and the cardiac compass reports did not reflect the arrhythmia. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.